Event description:
It was reported that during the procedure, the microcatheter's distal radio paque marker detached and lodged in the m3 segment of the middle cerebral artery (mca). The physician did not perform any retrieval attempt and the fragment was left in the patient. The patient is not well, but the physician believed that is the result of the presenting stroke and not to the fragment left in the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the microcatheter's distal radio paque marker detached and lodged in the m3 segment of the middle cerebral artery (mca). The physician did not perform any retrieval attempt and the fragment was left in the patient. The patient is not well, but the physician believed that is the result of the presenting stroke and not to the fragment left in the patient.

Manufacturer narrative:
Initial report sent to FDA: refer to user facility voluntary report no: (B)(4). The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed multiple kinks on the microcatheter's shaft and hub. Blood was evident within the microcatheter's shaft. Microscopic exam revealed that the outer layer in which the marker band is attached was torn off from the unit and the marker band was not present on the distal tip. The microcatheter's distal shaft was found within specification; however, the dimension of the tip length could not be taken as the marker band was not present. During functional testing, a 0.00020" mandrel was introduced through the catheter's hub and resistance was experienced; the mandrel could not be advanced out the distal end due kinks. Blood was evident on the mandrel after it was removed from the catheter. Additional information received indicated that the microcatheter was confirmed to be in good condition after unpacking and preparation, and some resistance was experienced as the catheter was pulled back into an aspiration catheter, and that continuous flush was not maintained. The device directions for use (dfu) cautions that: in order to achieve optimal performance of stryker neurovascular microcatheters and to maintain the lubricity of the hydrolene coating surface, it is critical that a continuous flow of appropriate flush solution be maintained between the stryker neurovascular microcatheter and guide catheter, and the microcatheter and any intraluminal device. Lack of continuous flush can result in friction between intraluminal devices. It is probable that lack of continuous flush contributed to damages observed and the distal tip becoming stuck during removal; leading to separation of the outer layer where the marker band is located resulting in the marker band being torn off. Based on device analysis and additional information, a root cause of dfu instructions not followed will be assigned to this investigation.